Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt underwent a pump exchange from one lvad to another lvad due to suspected thrombus. A week before the pump exchange, the pt was having gi bleeds with inr in the high 2's. Coumadin was held off for two days until inr was at 2.0, shortly after pt had low flows, increased power and decreased pi's. A CT scan was performed and an occlusion or narrowing was observed above the bend relief on the outflow graft. A decision was made to perform a pump exchange. While the pt was in the ICU, the pt started complaining that the pump felt hot and was hurting. Ten mins before leaving for the operating room, the pump stopped. The pt is currently doing well, extubated and being transferred to sub ICU.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.